Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ venflon pro safety catheter spurted blood. The following information was provided by the initial reporter: bd venflon had been inserted in right external jugular vein in a code red patient. Used normally until about an hour later. It started to spurt blood from the port. Had to be removed and managed. No known harm to the patient as it was noticed immediately. No gauge reported or kept. Action taken at time of incident: cannula removed.

Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA (B)(4) has been initiated.

Event description:
It was reported that unspecified bd¿ venflon pro safety catheter spurted blood. The following information was provided by the initial reporter: bd venflon had been inserted in right external jugular vein in a code red patient. Used normally until about an hour later. It started to spurt blood from the port. Had to be removed and managed. No known harm to the patient as it was noticed immediately. No gauge reported or kept. Action taken at time of incident: cannula removed.